Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was high, however, a specific value was not provided. No additional information was provided. Multiple follow up attempts were made to perform troubleshooting with the customer; however, the customer did not respond to follow up attempts.